Event description:
The ets was used during an lavh. The first firing went fine. On the second firing the device became fixed on the tissue next to the uterus and was difficult to remove. The next two firings the device only partially fired. The surgeon completed the case with an endo gia. Rep is returning four reloads with device. There was no consequence to the patient.